Event description:
It was reported that the right ventricular lead was explanted due to a lead fracture. The patient received multiple inappropriate shocks due to oversensing of noise. It was noted that the patient almost died. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) no anomalies found, however outer tubing overlay melted, and apparent explant damage; proximal segment returned and analyzed.